Event description:
It was reported during an attempted implant when manual capacitor maintenance was performed, telemetry was lost and upon interrogation, device was in back up vvi mode. Device was replaced with no consequences to the patient. Patient was in stable condition after event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported telemetry anomaly and backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during the start of charging. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the power on reset. (B)(4).